Manufacturer narrative:
Manufacturer evaluation of instrument logs for the period 31 july 2017 to 09 november 2017 showed that the instrument functioned as designed; and there was no evidence of a use error(s) that would have either caused or contributed to the "processing issue" reported. Information documented by the fss on 02 november 2017 that: "the customer believed an incorrect bottle replacement was the cause of poor processing" and on 06 november 2017 that: "the problem according to the customer was a bottle change error, which they corrected without assistance from leica biosystems", suggests that the root cause of the "processing issue" reported by the complainant was failure to complete replacement of a reagent(s) in accordance with the manufacturer instructions detailed in the peloris/peloris ll user manual.

Event description:
A leica field support scientist (fss) was informed of a "processing issue" during a visit to the laboratory for an unrelated matter. On 02 november 2017, the fss documented that: "the customer did not provide any details (# of cassettes affected, protocol, or run) relating to the incident. She did mention it was an application error- bottle change. Leica was not notified at the time of the incident. No physical evidence can be recovered."; and "the only information given is that the incident occurred approximately 3 weeks before the notification date. The customer believed an incorrect bottle replacement was the cause of poor processing. No further details were given." Specific details such as the number of cassettes involved; the number and name(s) of the protocol(s) involved and information as to whether all cases involved in the event were diagnosable were not provided. On 06 november 2017, the fss documented that: "the problem according to the customer was a bottle change error, which they corrected without assistance from leica biosystems." On 15 november 2017, the fss documented that no further details for this incident would be available from this customer.